Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) unit was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched, and confirmed the iabp alarm tone and internal communication error occurs when blood pressure cable is connected. The fse troubleshot to defective blood pressure adapter cable. The fse replaced the adapter cable (part# 0012-00-1815), and then tested with customer trunk cable and disposable transducer. The iabp passed all functional and safety tests per factory specifications, and was returned to customer and cleared for clinical use.

Event description:
The customer reported receiving an internal communications error on the intra-aortic balloon pump (iabp) during service testing. There was no patient was involved, therefore no adverse event reported.